Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call the patient stated fibrin was discovered. Upon follow up the pdrn reported that the patient was seen in the pd clinic on (B)(6) 2022 due to fibrin seen in the pd effluent. A pd effluent culture was obtained and the patient was diagnosed with peritonitis. The cause of the patient¿s peritonitis was unknown, and the patient has not had any reported fluid leaks. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin, dose, frequency, and duration not provided. The culture resulted positive for gram-positive cocci, streptococcus gallolyticus. The patient did not require hospitalization for this event. The pdrn conducted re-teaching to the patient on proper aseptic technique. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted positive for streptococcus gallolyticus, an organism that forms part of the normal gut flora in humans. Although a cause of the peritonitis was not confirmed, the culture result suggests there was a breach in aseptic technique by the patient. The pdrn conducted a re-teaching with the patient on the proper techniques for pd therapy and stated there was no issue with the cycler or cycler set. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call the patient stated fibrin was discovered. Upon follow up the pdrn reported that the patient was seen in the pd clinic on (B)(6) 2022 due to fibrin seen in the pd effluent. A pd effluent culture was obtained and the patient was diagnosed with peritonitis. The cause of the patient¿s peritonitis was unknown, and the patient has not had any reported fluid leaks. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin, dose, frequency, and duration not provided. The culture resulted positive for gram-positive cocci, streptococcus gallolyticus. The patient did not require hospitalization for this event. The pdrn conducted re-teaching to the patient on proper aseptic technique. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery.